Event description:
The hospital reported a product problem noticed at preparation. The device in question (guidewire) was broken when it was put inside a catheter outside of the patient. The device in question broke in two without any force. The hospital reported that it occurred outside the patient on the angiotable, that there was no patient involvement and that there were no complications.

Manufacturer narrative:
The device in question is currently in process of evaluation by the manufacturer. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.